Event description:
Revision surgery - due to the patient falling and fracturing the baseplate. The surgeon replaced all of the components except for the original shoulder stem.

Manufacturer narrative:
The reason for revision was reported as the fracture of the baseplate after 49 days of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The hospital kept the device; it was not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report (ncmr) associated with this product. Ncmr#(B)(4) against work order# (B)(4), (B)(4) part code d7 (exceeds tolerance) scrapped. A review of the product complaint report history showed this is the (B)(4) complaint against the main contributor, (B)(4) for this lot number. The root cause for the fractured baseplate was trauma from the patient falling. There are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Hospital kept them.